Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced worsening symptoms after therapy settings were adjusted. The patient described their feet feeling hot and then becoming "dead numb," as well as experiencing a sensation of being shocked all over during the night, which resulted in only about an hour and ten minutes of sleep. The patient reported that their legs were unable to support them, requiring assistance from their spouse to get up and go to the bathroom. The patient expressed an escalated and upset emotional state due to both the therapy effects and communication issues with support staff. The patient indicated that only one therapy group was available for use and expressed frustration with the lack of timely communication and support. The patient was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reported they received a letter inquiring about this issue. Pt repeated previously documented information stating the trial worked really well with the patient but now they find the therapy with the implant is not working well for them causing them pain in their back and their legs are not working well. When patient gets up and moves around they have to adjust stimulation again. When the patient saw their doctor, they said it all looked good but they couldn't make any changes so hcp redirected pt to manufacturer representative (rep). Pt said if after meeting with rep if it's not fixed they planned to have the ins removed.